Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the unit shut down while in use and that the units alarms were not functional.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the alarms not to function, which confirmed the original complaint issue. However, the complaint of the unit not working/shutting down was not able to be duplicated.

Event description:
Provider states that the unit shut down while in use and that the units alarms were not functional.